Event description:
Stopcocks on patient central line had to be changed 4 times today. Three stopcocks saved (no packaging located). Cracks noted on right lumen (opposite luer lock) x 2 & left side (w luer lock) x 1. Cracks not noted with placement, but definitely evident after intravenous fluid (ivf) infused (visually evident crack or dripping from stopcock) via large volume infusion pump.initially patient received 3 l of ivf for low systolic blood pressure (sbp) in 60 seconds. Difficult to assess if this treatment was pt indicated or loss of epinephrine and norepinephrine into patient linen (which is what was infusing into this particular line).